Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of a contained rupture of an abdominal aortic aneurysm in 2003. The pt was not a good surgical candidate. Aneurysm size is unk. The pt's arteries were reported to be small with moderate tortuosity and calcification. It was reported that, the angulation of the aortic neck was 45 degrees and approximately 10-12mm in length. The pt had a type I endoleak at the time of implant which, was left untreated. Following the procedure, the pt was unable to lift the left leg, possibly due to epidural anesthesia. At the follow-up visit there was no evidence of endoleak or paralysis. No additional clinical sequelae were reported, and the pt is reported to be fine.